Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/28/2015 with the following findings: during testing of the pump, the display screen was noted to be dim and discolored with a reddish hue. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored. This report is made based on the results of evaluation completed on 12/28/2015.